Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, noise resulting in oversensing was noted on the right ventricular (rv) lead. The physician performed rv lead provocation testing in clinic and the noise was not reproducible. No intervention was performed to resolve the event. The patient experienced no adverse consequences and will continue to be monitored.